Event description:
Affiliate reported, that the calibration procedure of the icp express and the microsensor did not work. They started to change the icp express monitor but, it still did not work. They decided to change the microsensor, which worked.

Manufacturer narrative:
It has been communicated that the device will be returned for evaluation. Upon completion of the investigation, a follow up report will be filed. In addition, this report is being filed late as a result of a new affiliate employee with minimal training. The proper procedure has been reviewed with the employee to ensure timely findings.